Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the endoscope would not engage onto universal surgical manipulator (usm) 2. The customer swapped 2 different endoscopes, but issue persisted. Tse recommended trying an instrument other than an endoscope and it would not engage. The customer had reseated the sterile adapter (sa) and the issue persisted. System logs confirm rfid failure on usm 2. The tse recommended power cycling the system, but customer opted to move the endoscope to usm 3 to continue the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. As of the date of this report, the product has not yet been received. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was able to be completed via da vinci after changing the ports for the endoscope. Since then, the site has not encountered any more issues. In addition, the universal surgical manipulator (usm) has been returned for failure analysis evaluation. As of the date of this report, the investigation is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the issue was confirmed but not replicated. The unit was also teste on the testing platform and passed all related tests. Upon further investigation, there was no fluid intrusion or physical damage. Complaint details show error 31086 pointing to the carriage. A review of the logs also showed error 31086, pointing to the carriage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.